Event description:
A customer reported to baxter (B)(4) of a dual luer lock cap in which the unit failed to function. Product was used as an end cap for a line, the leak occured at the end cap. The problem has occurred a few times. The process step was during use, therefore, there was patient involvement. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A customer sent in six (6) companion samples for an evaluation. During visual inspection no defects were observed. The six units results satisfactory to pressure test at 8psi, and to a functional test. The reported condition was not confirmed. The cause of the reported condition was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.